Manufacturer narrative:
The alleged event was not confirmed. The complaint sample was discarded. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that when a peritoneal dialysis patient observed evidence of a fluid leak when removing the cassette after competing treatment. It is unknown if the liberty cycler alarmed during the treatment. The patient was treated with prophylactic antibiotics (vancomycin) and (ceftazidime) dosages unknown. The patient remained asymptomatic.